Event description:
It was reported that the patient was seen with a complaint of a backup battery (ebb) fault. The ebb was then replaced with a new ebb from the shelf, but the alarm did not resolve. The original backup battery was then reinserted and the alarm resolved. The original ebb had 11 months remaining. Log files were sent for review. The log file began capturing ebb faults on (B)(6) 2025 due to the ebb failing the load test.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms following a backup battery replacement was unable to be confirmed. Submitted log files revealed on (B)(6) 2025 at 16:42:34, a backup battery not installed alarm is active which is consistent with the reported backup battery exchange. The remaining data entries after this exchange did not capture any alarms. Pump operation was not affected, and the device appeared to function as intended. The root cause for the reported event could not be conclusively determined through this analysis. There was not enough information provided by the customer to perform a design history record review. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event